Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. It was also reported that the pump touch screen was unresponsive. Customer's blood glucose level was high-428 mg/dl. Customer addressed bg level via correction bolus via pump. The customer reverted to an alternate method of insulin therapy.